Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. Upon receipt the monitor failed the initial detect and treat test. Service investigation revealed there were broken leads on high-voltage capacitors c22 and c21 on the defibrillator board. The broken leads caused the monitor to fail the incoming testing. The root cause for the broken leads on c22 and c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see (B)(4)) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken leads on c22 and c21. The pt received a replacement monitor.

Event description:
An (B)(6) male pt's monitor was returned for an unrelated event. Upon servicing the monitor failed incoming testing. The pt was issued a replacement monitor.